Event description:
It was reported that the calf support would not lock into place due to the lever being corroded. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.